Manufacturer narrative:
Continuation of d10: dtpb2qq crt-d, implant date: (B)(6) 2025, explant date: (B)(6) 2025; cmrm6133int antibacterial absorbable envelope, implant date: (B)(6) 2025 ; 6935m72 lead implant date: (B)(6) 2018, explant date: (B)(6) 2025 ; 459888 lead implant date: (B)(6) 2018, explant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately four months post cardiac resynchronization therapy defibrillator (crt-d) change out with antibact erial absorbable envelope, it was noted that the pocket had been generally slow to heal and had some discharge. The patient received antibiotics for an infection but currently the area developed a sac and started to leak pus. The patient was admitted to the hospital. The crt-d remains in use. It was further reported that cultures were taken and the organism was confirmed to be escherichia coli. Additionally, it was then reported that the crt-d and all 3 leads were explanted. No further patient complications have been reported as a result of this event.